Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on the same date, the patient was hospitalized with ketoacidosis (dka) and an unspecified level of ketones associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy, remained hospitalized and was treated by a healthcare provider but information about the type of treatment received could not be obtained. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting also indicated all bolus totals matched. Troubleshooting with customer technical support (cts) could only be partially completed because the call with the reporter was disconnected. No further information was available; if further information is provided a follow up report will be submitted. This report is made based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.